Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during maintenance user noticed the arctic sun device was taking too long to warm up to 30c. The device was prepared for return to technical services. As per follow up information received on 10aug2022, technical support would decide whether device be sent in for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The reported event was unconfirmed, device history record review was not required. The reported event was unconfirmed, labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during maintenance user noticed the arctic sun device was taking too long to warm up to 30c. The device was prepared for return to technical services. As per follow up information received on 10aug2022, technical support would decide whether device be sent in for evaluation.